Event description:
The following was reported to hamilton medical ag: a local staff member was carrying out a c1 inspection. When he did a tubing/connection tightness check, he noticed that the pressure dropped quickly even after adding 60 mbar with a manual pump. No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).